Event description:
The device was use during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the staples were missing resulting in a bowel leak. The surgeon performed a re-operation and manually sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.